Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A cracked reservoir tube lip and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly. However, an unlocked keypad connector was noted.

Event description:
It was reported that the insulin pump had sticking buttons and may have had an delivery anomaly. The caller stated that the insulin pump was not recording insulin delivery into the history. The blood glucose reading was 4.1 mmol/l. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.